Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station kept rebooting. A field service engineer found that the basic input output system password screen was displayed and pressed control alt and delete to refresh the application, and the station booted successfully showing online remote support service with no failures. The customer tested the cabinets and confirmed everything worked. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station keeps rebooting. User informed station keeps turn on and off. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.